Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high within range impedance measurements. The patient was reported to had asystole episodes as a result. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high within range impedance measurements. The patient was reported to had asystole episodes as a result. This rv lead remains in service. No additional adverse patient effects were reported. Additional information from the field indicates a fracture was suspected for the rv lead but has not been confirmed. The rv lead was reprogrammed to unipolar configuration and its sensitivity was adjusted. The patient will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.